Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The monopolar curved scissors instrument was found to have a frayed pitch cable at the distal end. The instrument was additionally found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. In addition, the instrument was found to have the main tube broken where it meets the proximal clevis. No material was found missing. This failure is most commonly caused by mishandling/misuse. The instrument was also found to have the proximal clevis to have mechanical indentations. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 6 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci assisted sigmoid colectomy procedure, during decontamination, the monopolar curved scissors had a frayed cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.